Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm movement froze. The fse investigated and found that the cause of the problem was defective motor and driver pcb (protective earth conduction bar). The fse replaced c-arc motor, drive and the interface pcb. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura c-arm movement was freezing. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.